Manufacturer narrative:
Additional information: a4: field should reflect patient weight reported.

Event description:
It was reported that a patient presented remotely with high pacing impedance noted on the patient's right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.